Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 145 mg/dl. The customer reported that the device was exposed to water in the ocean. The customer stated that the he fell in the water with the pump in his pocket. The customer was advised to perform self-test but failed due to blank display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone that the insulin pump had blank display. Customer's blood glucose was 145 mg/dl. The customer fell in the water with the pump in his pocket. The customer was advised pump will be replaced.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.